Manufacturer narrative:
The field service representative (fsr) a installed new oxygen (o2) sensor, o-ring and inlet filter prior to testing. He observed that the epgs would immediately show flow of 1.27 liters per minute (l/min), even though flow was set to zero. He replaced the epgs with a pole-mount blender. The unit operated to the manufacturer's specifications. The suspect device will be sent back to the manufacturer for further evaluation. Per data log analysis, on 02/19/2019, each time calibration was attempted on the gas system it failed with "zero flow high before calibration (1.27 l/min). The flow meter was reading 1.27 l/min while flow was set to zero l/min.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure , the electronic patient gas system (epgs) failed calibration. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the calibration failure to be caused by a defective internal flow meter. He connected the electronic patient gas system (epgs) to a system 1 simulator and central control monitor (ccm). He entered a perfusion screen and immediately received a 'low oxygen supply pressure' alarm. The ccm displayed 1.26 liters per minute (l/min) of gas flow even though no oxygen (o2) or air was applied to the epgs. The output voltage of the internal flow meter was 0.62 volts, when zero was expected. After replacing the internal flow meter with a lab use only (luo) flow meter, the low pressure alarm ceased and the unit was able to be calibrated. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reported complaint was confirmed. Per supplier evaluation, the unit was received reading 0.42 standard liters per minute (slpm) at zero flow. Tare value of 1855 stored on the device with shift in differential pressure sensor absolute direct current (adc) reading from time of calibration (9944 to 11378). Discrepancy between current sensor reading and previous tare value indicates that the sensor signal has shifted continuously from time of initial calibration to customer validation to its return to the supplier. Differential pressure offset output checked with fluke showing a value of 4.0 millivolts (mv), which is larger than expected and accounts for shift in differential pressure signal. Loose wire bond on the verge of total failure is likely the root cause of the error. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.